Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and shaft break occurred. The 90% stenosed, non-calcified lesion was located in the moderately tortuous right antebrachium arteri-venous (av) shunt. The synergy 6 mm x 40 mm balloon catheter was advanced to the lesion and inflated approx 20 times without incident, however, upon the final inflation the balloon ruptured at 15 atms. It is unk what atms the balloon reached during each of the prior inflations or how long each inflation was maintained; however, it was noted that the highest pressure the balloon reached was approx 17 to 18 atms. While attempting to withdraw the balloon into the sheath, resistance was encountered and the distal shaft of the device separated. The detached portion remained inside the sheath and the physician was able to successfully remove the device and the sheath as a unit without further intervention. No pt injuries or complications were reported. The pt's status is reported as "good."